Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, psychological trauma, vaginal infection, urinary tract disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, headache, migraine, pelvic pain, psychological trauma, urinary tract disorder and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter, patient demographics were added. On (B)(6) 2015, she implanted essure (previously reported as aug-2015). On (B)(6) 2017, she explanted essure (previously reported as nov-2017). Added events abdominal pain, psych injury, vaginal infection, urinary problems, migraine, patient didn¿t undergo essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.